Event description:
The manufacturer's representative reports the patient's entire system was removed due to infection in the pump pocket. No patient symptoms or causative agents were reported; however, the patient recovered without sequela. Although it is unknown when the infection started, the system was explanted in 2007, and the device has been returned to manufacturer for analysis. Additional information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.